Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via user facility (B)(4). It was reported that the blade detached. The patient was undergoing a pulmonary procedure to treat narrowing of the right middle lobe (rml) using flexible bronchoscopy and a 6.00mm/2.0cm/135cm peripheral cutting balloon® (pcb). The pcb was advanced to the rml through the bronchoscope. Dilation was performed to 6mm. At an unspecified time, it was noted that the balloon started leaking and an atherotome was detached. An endoscopic grasper was used to retrieve the atherotome. It was further noted "no significant bleeding and dilation of rml not significant post intervention."